Manufacturer narrative:
(B) (4).

Event description:
Patient reported a loss of therapeutic effect. Patient indicated that she was scheduled to have surgery on (B) (6). No further information available at this time.